Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level was 174 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.